Event description:
It was reported that the pump failed accuracy +7.45%. No patient involvement reported.

Manufacturer narrative:
One pump was received for investigation. The dso seal was bubbled and there was no evidence in the event history log. Functional test was performed and the customer's reported problem was not duplicated. Running three accuracy tests, the pump was found to be within manufacturing specifications. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously.